Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device is not functional.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) device is not functional. Patient¿s iabp was giving a much higher map compared to the computed map. No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) asked customer to elaborate and the only other note provided was from (B)(6) 2024 and it read, "patient¿s iabp is giving us a much higher map compared to the computed map. For example, at 11 am assisted bp was 137/41 (map 104), when manually computed it is actually 73 mm hg." After investigation fse found that the iabp was powered on from (B)(6) 2024 and powered off(B)(6) 2024. It is unclear if the event occurred on 08-25-2024 and if the iabp remained in use. Also, device was powered back on from (B)(6) 2024 and powered back off (B)(6) 2024, before device was investigated. Malfunction was not reported to getinge until (B)(6) 2024. Fse connected his system trainer to device and bp readings were within specifications. Fse also connected his bp simulator and reading were also within specifications. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.